Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, suction cylinder shaved, due to clogging of air/water tube, no water fed, due to clogging of air/water-tube, no air fed, due to clogging of air/water tube, the amount of water contact did not meet the standard value, due to wear of angle wire, bending tube deformed, adhesive on angle rubber detached, due to a pinhole on angle rubber, water tightness lost, angle rubber discolored, connecting tube wrinkle, universal cord scratch, adhesive around objective lens scratched, distal end scratched, scope connector scratched, light guide cover glass scratched, switch box scratched, switch 1 scratched, scope cover scratched, grip scratched, forceps channel port shaved, due to damage on charged coupled device unit, the specified resolving power not obtained, due to damage on charged coupled device unit, the image had black dots, due to deformation of scope connector, water tightness lost, and acoustic lens scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that during maintenance of this evis exera ii ultrasound gastrovideoscope, the scope had low angulation and damaged bending section. Upon inspection and testing of the customer returned device, foreign material was found on the scope forceps elevator due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide a correction to b3, information was inadvertently not included on the previous medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, the likely cause for the presence of foreign material is due to inadequate cleaning; however, a definitive root cause could not be determined. Per the legal manufacturer, the other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. The event can be detected/prevented by following the instructions for use which state: after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage, or reduce performance. Olympus will continue to monitor field performance for this device. Added h4